Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h / 2016, checking your blood glucose 7/ page 95: warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
The patient reported her blood glucose reached 50 mg/dl while wearing the pod. The patient was hospitalized due to hypoglycemia and treated with IV fluids. The patient also ate fruit chews and glucose tablets to bring up her blood glucose.